Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) procedure, a crescentic saw blade cracked on the inside, below the weld. The pt was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspection noted stress marks at the inside of the saw blade located in the same area of the reported crack. Mfg review show conformity to spec. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is indeterminate from a mfg perspective.